Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer (biomed) reported that the screen was freezing on an mx450 intellivue patient monitor. No patient harm resulted from this event.